Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - unknown cup & unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06053.

Event description:
It was reported that the patient's right hip was revised approximately one year post-implantation due to dislocation and instability. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products 650-1066 cer opt type 1 tpr sleve 0mm lot 117670; ep-200146 act artic e1 hip brg 28x40mm lot # 271720; us157846 m2a-magnum pf cup 46od 451630; 11-104109 mlry-hd por fmrl 9x15 492240. Reported event was confirmed by review of the provided revision op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Revision op notes states the patient underwent secondary revision surgery due to recurrent instability, surgeon discovered that her dual mobility polyethylene bearing disassociated with the femoral head on the trunnion. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the retuned product show a wear line on the inside of the taper with a gouge that can be felt with a pin gage. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced recurring instability with right hip approximately 1 year post implantations. During a closed reduction, it was found that the bearing had dissociated from the ceramic head. The patient ultimately underwent a revision surgery. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.